Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple intermittent occlusion alarms. Blood glucose was over 300 mg/dl to over 400 mg/dl with moderate ketones. Reportedly, the customer changed out all supplies and resumed insulin delivery.